Event description:
It was reported there was a cerebrospinal fluid (csf) leak with surgical intervention, and issues with the patient's personal therapy manager (ptm). The patient received an error code which indicated that telemetry was disrupted. It was further noted that the patient was getting ptm lock outs at unexpected times. In addition, the patient had a surgical procedure the week prior to the report date to surgically fix a csf leak. The patient's catheter extension became disconnected from the catheter and a "bump" formed on the spine due to the leak. The medication in the pump was morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_ptm_prog, lot#/serial# unknown, product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).